Event description:
Meter name: ot basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: low blood sugar. A pt reported they were unable to test their blood. Their meter allegedly would only prompt retest message. There were no other blood glucose tests done. There was no comparison. Pt did have use of another meter. Pt was not treated. No further info has been reported.